Manufacturer narrative:
H6 health effect - clinical code - altered state of consciousness (4589). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death was unknown and it was thought to likely be due to a possibly massive cerebrovascular accident. No diagnostics were ever done since patient did not survive. The patient experienced altered levels of consciousness, was unable to stand, and had slurred speech. The patient coded before getting to the hospital so cause of death will likely never been known. The device numbers were normally at the time of the event. The pump will not be returned for evaluation. It is unknown if the death was considered to be device related and as far as the site knew the device operated as expected.